Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the ureteroscopy procedure after capturing the 6mm stone, the basket would not open to release it. The physician removed the handle of the basket to disengage it from the sheath and placed a foley catheter. During a second procedure on (B)(6) 2012, at (B)(6) hospital the physician performed a pcnl where the stone was lasered while in the basket from an antegrade approach. All fragments of the stone and basket were successfully removed from the patient during this procedure. The patient suffered severe pain following the first ureteroscopy procedure, however, following the second procedure where the stone and device were removed there were no further complications.